Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable." Associated mdrs: 3004365956-2025-00059, 3004365956-2025-00060 and 3004365956-2025-00061.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). One video of catalog number: 833-137lp was received for evaluation. While performing the visual inspection test in the provided video it was observed that the suture was getting disintegrated, as it is described in this customer complaint. Customer complaint cannot be confirmed based only on the information provided, to perform a proper evaluation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. The device history records of batch numbers: 74b2301292,74b2301300 and 74d2301055 were reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR records shows that the tension qa inspection tests met the specifications. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available. If the sample becomes available this investigation will be updated with the evaluation results. However, manufacturing and quality personnel were notified about this complaint for awareness. Complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable." Associated mdrs: 3004365956-2025-00059, 3004365956-2025-00060 and 3004365956-2025-00061.

Event description:
It was reported that "the suture material disintegrated and appeared to degrade. The issue was identified prior to patient use. No harm, injury, or adverse consequences were reported. The event was resolved by using a new suture from a different box, which functioned as expected. The patient's condition is reported as stable." Associated mdrs: 3004365956-2025-00059 and 3004365956-2025-00061.

Manufacturer narrative:
(B)(4).